Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and found to have a broken grip cable at the proximal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to start a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument cable broke while clipping. The procedure was completed with no reported injury.